Event description:
It was reported that this patient was presenting premature battery depletion (pbd). Based on longevity checks device analysis confirms the rapid depletion. The patient is currently receiving radiation therapy and could possibly be contributing to the pbd. The device remains in service at this time. No adverse patient effects reported.